Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use with plan for reprogramming. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2020: it was also reported that ffrw over-sensing resulted in inappropriate mode switches. The ra lead was re-programmed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming intervention was carried out.